Event description:
It was reported that the clearlink y-type blood/solution set underinfused. The set was loaded into a sigma spectrum infusion pump that was programmed to infuse packed red blood cells at a rate of 999 ml/hr. 15 minutes into the infusion it was identified that only 100 ml of solution had infused. The clinicians stopped the infusion and swapped out the pump and the set for a rapid infuser and a rapid infuser set. The infusion continued without further incident. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.